Event description:
The head section of the operating table tilted down abruptly during a surgical procedure. Upon inspection, wear was noted in the rachet and block lock of the head section positioning mechanism. The rachet and bar, block lock and the spring was replaceddevice not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.